Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection noted both tamper seals were removed, and the bottom case was cracked. The devices event history log was reviewed for evidence of the reported event, found force sensor test error several times. To conduct functional testing, the device was powered up. Upon power up, the reported problem was duplicated and confirmed. The force sensor was out of calibration and determined to be the root cause of the force sensor error. The device has not been in for service to have a calibration verification or re-calibration performed. To address the issue, the "device's' force sensor was re-calibrated. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited alarms. Patient involvement is unknown.